Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, johnson and johnson became aware of a social media posting received by the emea account manager. On (B)(6) 2014, the patient (pt) posted the following comments: "is this group still active? I suffered a pseudomonas infection and subsequent corneal ulcer 18m ago, resulting in permanent damage to my eye. Two days ago, my brother contracted the sale infection and ulcer from these contacts. Is anyone aware of any progress being made?" Multiple attempts have been made for additional information. The date of the event, the eye affected, the lot number, and product availability for return for evaluation is unknown. No additional information is available at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.